Event description:
It was reported that during the implant procedure, inserting the lead into the atrial port of the pulse generator was difficult. The leads were inserted into the header and the procedure concluded normally. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).